Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 8.8 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: five for dislocation, and one contaminated package. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to a misaligned cup. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue, and patient activity.

Event description:
Revision surgery - this is the patient's third revision surgery. The patient has visited the emergency room multiple times for dislocations and close reduction. It was determined that the cup was misaligned. In the patient's first revision, a size 12 450 hip stem and size 44 bipolar were removed and replaced with the same size. In the second revision a size 44 bipolar and 28 neutral head were removed and replaced with stryker shell and insert and an encore size 22 neutral head. During the third revision the stryker shell and insert were replaced, along with the encore size 22 neutral head, which was replaced with a neutral metal on metal head.